Event description:
A report was received that a patient's lead was displaying high impedances on several contacts. The patient underwent a revision procedure and the physician replaced the lead and the lead splitter. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Complaint regarding lead s/n (B)(4) was verified and was a result of the lead not being fully inserted into the splitter. Visual inspection of the proximal end of the lead revealed that the spacer between contact #16 and the retention sleeve was crushed by the setscrew. This indicates incomplete insertion of the lead into the splitter connector. Because of this, some contacts were misaligned with the spring contacts within the splitter connector stack resulting in the high impedance readings. Additionally, the lead was fractured and completely separated from the proximal end right after the retention sleeve. The root cause of the damage is unknown. -visual inspection of splitter s/n (B)(4) revealed that the proximal end of the infinion lead was stuck in the connector of the splitter. Additionally, visual inspection revealed that the lead was cleanly cut approximately 12 cm from the connector of the splitter. Two of the proximal ends of the splitter were not returned. This is a result of a typical explant procedure and is not considered a failure. - a review of the manufacturing documentation for explanted devices sc-2316-50 s/n (B)(4) & sc-3400-30 s/n (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's lead was displaying high impedances on several contacts. The patient underwent a revision procedure and the physician replaced the lead and the lead splitter. The patient is reportedly doing well following the procedure.